Event description:
It was reported that customer experienced two alarms including an occlusion alarm while using pump with soft cannula infusion set and cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to disconnect and reconnect tubing, deliver test boluses, inspect infusion site and cannula, and identify that blockage was located in cartridge, after which customer changed supplies as necessary and safely resumed insulin therapy.